Event description:
Per the clinic, the patient experienced an infection around the abutment site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin debridement surgery on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.